Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their tooth chipped/broke. Requested information.

Manufacturer narrative:
Additional information received that the patient has no chipped or broken teeth but has 3 cavities that need to be repaired. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported removing codes for: health effect - clinical code 2428. The correct codes for this complaint are: health effect - clinical code 2360 and 2681. This is a follow up report to correct these codes.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.